Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The driveline connector repair procedure was performed without incident and there was no reported patient injury. A heartware clinical engineer performed a visual examination confirming the reported driveline connector malfunction. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The pump was not was returned for evaluation as a field servicing was performed to mitigate the reported event. Analysis of the device revealed that the device failed to meet specifications. The reported event was confirmed via visual inspection, which revealed that the clamp nut of the driveline connector could be turned half way around. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues; it identified that the most likely root cause is a reduction in bonding strength of the connector assembly and increasing the gap between the front and rear connector bodies during the manufacturing assembly process, which causes a decrease in the rear connector body removal torque (force). The manufacturing assembly process order of steps for all hvad fischer connectors was modified to resolve the root cause. There are no known clinical factors that could have contributed to this event. Fsca jan2013 was distributed as a notification to sites to inspect rear portion of the hvad® pump's driveline connector housing, in case it became partially separated or fully separated from the front portion of the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device remains implanted.

Event description:
Approximately three years and five months post hvad implantation, a loose driveline connector was identified during routine clinic visit. The connector was secured per fsca (B)(6) 2013 guidelines and a heartware field engineer went to the site to perform a driveline connector repair. Patient tolerated the procedure without injury. Investigation is ongoing.